Event description:
The event is reported as: the customer reports that the lma device had been inserted into a pt and the balloon "popped" within 15 minutes while the pt was coughing. No report of a pt injury.

Manufacturer narrative:
The device sample was discarded by the user facility.